Event description:
A surgeon reports a haptic broke during intraocular lens (iol) implantation. The lens was left in place and decentration was reported. An iol exchange was performed about six weeks following the initial surgery. The replacement iol is well centered and the patient is doing much better. Additional patient and event information has been requested.

Manufacturer narrative:
H.3., 6.: evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. One haptic was broken in the gusset area (not returned) and the second haptic was bent in the distal area due to the lens position in the case. The optic was torn/split/cracked on a post of the lens case and pressed into the well area. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. This report was mailed to the FDA on: 11/03/2006.